Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient mentioned their previous ins was replaced due to the ins poking out of their skin and the ins flipping. The patient said their ins had flipped many times. The patient mentioned their clothes and towels would get stuck on the ins. The patient said their healthcare provider attempted to re-implant their ins deeper (patient said they had "been under 7-8 times) and switched the ins from the left side to the right side, but the patient's body still pushed the ins to the surface of the skin and the ins was sticking out. The patient said ins was replaced. The patient also said the leads got wrapped around the ins.